Event description:
Having colonoscopy with biopsy. Forceps passed thru colonoscope when biopsy was to be taken, forceps did not close. Reattempt to close, handle broke, disassembled. Forcep and body left in scope. Unable to remove with forcep open. Unable to do biopsy. Removed colonoscope, removed defective forcep. Used new forcep and passed scope again to do biopsy.